Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. It was not reported if the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown and treatment for the event was not reported. On an unreported date, the patient died. The cause of death was not reported and it was not reported if an autopsy was performed. The patient¿s outcome from the peritonitis event prior to their death was not reported. No additional information is available.